Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the device observed that the balloon was not folded indicating that the balloon was subjected to positive pressure. There was blood observed in the balloon material which suggests that there is a leak in the device. The device was attached to an encore inflation unit and positive pressure was applied. Liquid was observed to be leaking from a balloon pinhole located in the mid section of the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were noted during device analysis.

Event description:
It was reported that a balloon damage occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated three times at 1atm for 5 seconds respectively, on the long segment of a vascular fistula. However, the balloon was observed to be damaged upon the third inflation when the pressure reached at 8atm. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.